Event description:
A customer reported to beckman coulter, inc. (Bec) a burning smell, along with multiple errors, detected from coulter hmx cp hematology analyzer. The customer did not report flames, arcing or shock. A fire extinguisher was not used nor was the fire department called. No one sought medical attention. There was no death or serious injury associated with this event. There was no effect to patients.

Manufacturer narrative:
The field service engineer (fse) noted burning smell upon power up and found that diluter interface card and power supply rendered inoperable after a power surge. Upon further observation, the fse found that three solenoids on the mixing module were hit by an electrical surge and there was evidence of a reagent leak. The fse replaced rcp (rotary cap-pierce) module due to evidence of leaking. The fse replaced diluter interface, power supply and cpu cards due to electrical surge. The fse also replaced mixing module, and repaired connection at p1/j1. The root cause for the burning smell was from the electrical components damaged during a power surge. (B)(4).